Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-11. H.6. Investigation summary three photos and five representative samples were received by our quality team for evaluation. Upon visual inspection of the photos, no abnormality was observed. The samples were subjected to flashback testing and no abnormality was observed; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since the incident could not be verified, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cathena 22gx1.00in straight bc was placed in the patient, and when the tourniquet was removed, blood leaked onto the patient's sheets and the nurse's hand and clothing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "after catheter placement, hcp removed tourniquet and removed the needle, blood spread on the patient's sheet entirely. Blood attached to the nurse hand and her clothing not on her membrane. Replaced by new product and re-punctured. 2 nurses didn't forget to remove tourniquet. The same issue occurred on another nurse. The product was from the same lot. A patient was healthy male who was in orthopedic surgery. Another one is hepatitis b patient. This complaint is opened for 2nd patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cathena 22gx1.00in straight bc was placed in the patient, and when the tourniquet was removed, blood leaked onto the patient's sheets and the nurse's hand and clothing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "after catheter placement, hcp removed tourniquet and removed the needle, blood spread on the patient's sheet entirely. Blood attached to the nurse hand and her clothing not on her membrane. Replaced by new product and re-punctured. 2 nurses didn't forget to remove tourniquet. The same issue occurred on another nurse. The product was from the same lot. A patient was healthy male who was in orthopedic surgery. Another one is hepatitis b patient. This complaint is opened for 2nd patient."